Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of myocardial infarction, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use, is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2015 two absorb scaffolds (sizes 3.0x28 and 3.0x18) were implanted in the mid left anterior descending coronary artery. In (B)(6) 2016 the patient had a non st elevation myocardial infarction while visiting another country. The patient was re-admitted to the hospital, but it is unknown what treatment was given. A coronary angiogram was not performed and no medical records are available. No additional information was provided.